Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -14.0/3.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "according to the assessment of post-op arch, change the position from horizontal to vertical." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).